Manufacturer narrative:
The device is not returning to arthrocare for evaluation. The lot number of the device is also unknown. Therefore, no device investigation or lot history review can be performed. To aid in the evaluation, the surgeon provided two x-ray images. Arthrocare reviewed the two x-ray images provided. Unfortunately, the clarity of the images provided was not optimum and there was no scale as a point of reference to indicate size. It was clear that an artifact was internal to the shoulder, however, this object did not appear to be a part of a magnum pi implant. The morphology of the artifact was inconsistent with the shape of an arthrocare device; therefore, no conclusion could be drawn. (B)(4).

Event description:
On (B)(6) 2010, arthrocare was notified that on (B)(6) 2010, a patient underwent a rotator cuff surgery using an opus magnum pi implant. On (B)(6) 2010, the patient came in for a routine follow-up appointment and as part of the routine appointment, x-rays were taken. The x-ray image included a metal artifact that the surgeon believes might be a metal piece from the magnum pi implant. As reported, the patient is fine and does not present with pain. A revision surgery is not planned.